Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4298 implantable pacing lead (B)(6) 2013; 5086 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that not too long after implant, the patient was symptomatic for 2-3 weeks. A stress test showed premature ventricular contractions (pvcs). The right ventricular lead was surgically repositioned and remains in use. No patient complications have been reported as a result of this event.